Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port kit was returned for evaluation. Visual evaluation was performed on the returned device. A small split was noted on the port septum. Therefore the investigation is confirmed for the identified septum split issue. The manufacturing site evaluation states that a small split was observed in the septum of the port, two punctures were also observed in the septum next to the split, no residues of use were observed through the sample. However the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was not known. The investigation is unconfirmed for the reported fracture issue as no fracture was noted to the port chamber. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of the port placement procedure, the port chamber was allegedly found to be broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of the port placement procedure, the port was allegedly broken. There was no patient contact.